Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is unk. Nothing further reported.